Manufacturer narrative:
Device evaluated by MFR: the coyote balloon catheter was returned to our post market quality assurance laboratory. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. The balloon was inflated to rated burst pressure (rbp) and was able to hold pressure. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis could not confirm the reported rupture.

Event description:
It was reported that balloon burst occurred. The target lesion was located in non-tortuous and moderately calcified lower leg extremity. A 1.5mm x 40mm x 90cm coyote balloon was advanced for dilation. However, during the first inflation at 2 atmospheres, the balloon burst. The device was successfully removed from the patient, and the procedure was completed with another coyote balloon. No patient complications were reported.

Event description:
It was reported that balloon burst occurred. The target lesion was located in non-tortuous and moderately calcified lower leg extremity. A 1.5mm x 40mm x 90cm coyote balloon was advanced for dilation. However, during the first inflation at 2 atmospheres, the balloon burst. The device was successfully removed from the patient, and the procedure was completed with another coyote balloon. No patient complications were reported.